Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [5 mg/ml] at 0.4 mg/day, indicated for spinal pain. It was reported that the patient¿s pump was empty. The caller had access to the patient and an 8840 clinician programmer. The pump was being refilled the date of the report (B)(6) 2018 with a 1 mg/ml morphine and bupivacaine mixture/cocktail at a daily dose of 0.048 mg/day. It was reported that there had been no drug in the reservoir since (B)(6) 2018. It was noted that the healthcare provider originally wanted to do a roller study. No medical symptoms were reported. No further complications were reported or anticipated.